Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100575839. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal urethral erosion associated with the right cylinder. A surgical procedure was performed in which the cylinders and pump were explanted and replaced, while the reservoir was retained. The erosion site was repaired. There were no further patient complications reported.